Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. The main seal was pinched. Upper case was broken, the lower case was broken, the liquid crystal display was out of specification electrical, the display wires were pinched, wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) case was coming apart and that the tubing and gasket were hanging out. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.